Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-05393 for the associated device report. It was reported to boston scientific corporation that two jagwires were opened in preparation for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, when the physician removed the first guidewire out of the package, he found that there was a detachment of the distal tip and some coating on the distal tip was missing. A second jagwire from the same box was opened and the same issue was found. The procedure was completed with another jagwire. There was no pt contact; these events occurred outside of the pt while preparing for the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).